Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Reference the following with patient identifiers for the following systems: (B)(6) ¿ aviva ii system 1, serial number ¿ (B)(4). (B)(6) ¿ aviva system 2, serial number ¿ (B)(4).

Event description:
Customer reportedly received a result of 396 mg/dl and 234 mg/dl on his aviva ii system and a result of 133 mg/dl on his aviva system within 10 minutes. Same vial of strips was used with both meters. No adverse event was reported. The alleged product was replaced and requested for evaluation.